Event description:
It was reported that pt underwent total hip arthroplasty on (B)(6), 2010. Subsequently, the pt began to experience pain and a revision procedure was performed on (B)(6), 2011 due to lack of bony ingrowth into the acetabular cup. All components were removed and replaced.